Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 66-year-old female requiring mechanical circulatory support. During the implantation of an impella cp, the physician had difficulty cannulating the right coronary artery with the impella cp due to chronic total occlusion (cto). The physician was able to cannulate it with the fr4, but due to lack of support, the physician was unable to advance the coronary wire. After multiple attempts to seat the catheter in the artery and multiple attempts to reposition, the physician elected to remove the impella cp and perform the percutaneous coronary intervention with vasopressor support. There was no patient harm reported.